Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during a [ufe] myoma embolization procedure, during guidewire manipulations, the tip of the catheter, in addition to coming loose inside the patient, detached into two pieces within the patient. A secondary access site was acquired for foreign body removal. Only one of the two foreign bodies has been successfully removed from this patient.